Event description:
Healthcare professional reported injecting a patient with 3ml of skinvive¿ by juvéderm® in the cheeks. The following day, patient reported a "red patch on one side and pain on site of injection". Hcp noted the pain is persistent and moderate, increasing on touch. Hcp later reported "moderate pain, skin discoloration, vascular complication". Symptoms are ongoing.

Manufacturer narrative:
Clarification for e.1. Address 1: (B)(6) hospital. Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.